Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high and low blood glucose of 47 mg/dl to over 400 mg/dl. Customer indicated that the pump did not alarm for low blood glucose. Customer treated with juice and glucose tabs. Troubleshooting found that the customer had issues with the sensor glucose and blood glucose and that the pump was over delivering. Customer was advised to monitor the pump and call back if necessary. No further details given.